Event description:
It was reported that the customer was having a difficult time finding a place to insert a sensor. His blood glucose was unknown at the time of reporting. He reported that, wherever he inserted it, the needles kept bending. The customer also suspected that the issue with the sensor was leading to the insulin pump suspending function. He declined troubleshooting, however. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.